Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, as well as corrections to d9 and h3. Please see updates to d8, d9, h3, h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The device was not returned for evaluation. Based on the results of the investigation, the root cause of the incorrect reprocessing was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device is not expected for return to olympus for evaluation as this issue was resolved onsite with an endoscopy support specialist (ess). During the device onsite inspection, the customer stated they were not leak-testing their scopes before manual cleaning. Ess emphasized the importance of this reprocessing step and demonstrated how to perform a leak test using a tester. Ess performed a complete reprocessing in-service demonstration for the facility staff. Ess explained to the customer they would have to repair the device in question or replace the device with a new one. The customer indicated that they plan to replace this device and will remove the device in question from service. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The sales representative reported to olympus on behalf of the customer, the oes cystonephrofiberscope had a potential leak and was presenting an error message. The reported issue occurred during reprocessing of the scope prior to an unknown therapeutic procedure. There was no patient/user harm or injury reported due to the event. An endoscopy support specialist (ess), performed an onsite inspection and observed that the customer was not leak-testing the scopes during reprocessing which, is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the onsite inspection.